Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase in pace impedances. The impedances rose from 400 ohms to 1700 ohms. The rv lead was explanted and replaced. A fluoroscopy was performed on the lead which did not reveal any damage. No additional adverse patient effects were reported.